Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the particular user had no permission to dispense controlled medication. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, user reported unable to change the issue amount or issue the controlled medication. Found that the nurse logged in but not have the correct permissions to dispense controlled medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.